Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion ring broke. The roller pump was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.